Manufacturer narrative:
Additional information: b5: upon follow-up, it was reported that the patient has recovered from fungal peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of peritonitis was not reported. On the same day as the event onset, the patient was hospitalized due to the event. The patient was treated with unspecified antibiotic (ongoing, dose, route, frequency and duration were not reported) for the event. Six days after the event onset, the patient was discharged from the hospital. At the time of this report, peritonitis was ongoing and the patient has not recovered from the event. It was reported that the pd catheter was removed and was permanently switched to hemodialysis. No additional information is available.